Manufacturer narrative:
(B)(4). The lot was manufactured from december 8, 2015 to december 9, 2015. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the fill port during filling with fluorouracil. There was no patient involvement. No additional information is available.